Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they haven't had the implant on "for decades" and that the implant had shocked them so they turned off the implant. The patient also noted that the implant wasn't working for them and they had messed with the implant settings for a while but they could never get the implant calibrated to where it helped them with their symptoms. The patient said they were not able to get external equipment to connect with the implant. Ps reviewed implant battery longevity info and redirected patient to hcp.